Event description:
I had ultherapy and welts developed on some treated areas afterwards of my face. I started doing research about this and discovered that another pt had the same issue after ultherapy. These welts did not go away and I needed another procedure called pixel skin resurfacing to treat. FDA safety report ID# (B)(4).